Event description:
Boston scientific received information in (B)(6) 2011 from a patient verification form that had been completed by a family member. The form contained information that this patient had died during the implant procedure which took place approximately eight years ago. There has been no reported allegations or complaints against the device or that the procedure caused or contributed to the patient's death. To date, the device has not been received at boston scientific's return products department.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.